Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call inidcating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated tha the o-ring is broken in the reservoir compartment. Customer does know how damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, reservoir tube, battery tube thread, minor scratched display window and with broken reservoir tube lip. The reservoir tube lip o ring found in place and good condition.